Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had a defective air and water supply. The issue was found during inspection for use, the intended procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects came out of the nozzle. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to clogging of the nozzle, water removal ability did not meet the standard value. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus, the customer did not know what the foreign material may be. It was unknown if there was a delay in the start of pre-cleaning, the customer did flush the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, it was unknown if the customer presoaked the endoscope in the detergent solution, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. In addition to the reportable finding documented in b5, the additional device evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, dots were smudged and connected on the scope connector water detection sticker 1a, the protector of the universal cord on the scope connector side and control section side had a scratch, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.